Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Technical services (ts) was consulted and recommended bringing the patient for threshold evaluation. The lead remains in service. No adverse patient effects were reported.